Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms, pacing inhibition, and no capture on the left ventricular (lv) channel. An x-ray revealed the lead was fractured. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.